Event description:
It was reported that the advantx table move up and down randomly without any command. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.